Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-21146. It was reported the patient presented in the hospital after feeling a "bounding sensation" since their pacemaker implant. The physician suspected a micro cardiac perforation. The patient's right atrial lead was explanted. The right ventricular lead was repositioned. The patient's device was reprogrammed. The patient was in stable condition.